Event description:
It was reported that there was a cot drop resulting in the patient suffering a laceration to the face. The patient reportedly died later but this death was not alleged to have been a result of the laceration. Further information has been requested but has not been provided at this time.

Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that there was a cot drop resulting in the patient suffering a laceration to the face. The patient reportedly died two years later but this death was not alleged to have been a result of the laceration.